Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's volume fluctuates in sound when alerting. No reported impact to blood glucose level. Reportedly, customer reverted to mdi for insulin therapy.